Event description:
International complaint coordinator reports one incident of pt reaction to psn 150 dialyzer. Incident occurred at start of pt treatment. The pt experienced precardial pain and "disnea". No further info available.